Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon fired a non-reinforced 45mm cartridge across the lesser curve of the stomach to create the horizontal staple line of the gastric pouch. The surgeon was careful to line up the stapler and the surgeon noted no signs of excess thickening. The surgeon fired the stapler slowly with the anvil on top so the surgeon could see the finished staples. Again, the surgeon saw at two staple legs, each from two different staples, sticking straight up with absolutely no deformity. The surgeon then fired a 45mm green cartridge above the staple line and was satisfied with the staple line. The surgeon then fired green cartridges to form the vertical staple line of the gastric pouch reinforced with synovis peristrips as the surgeon normally does. The surgeon noted a single under formed staple leg along that staple line as well, but the surgeon was not sure that it was significant. Because the other side of the misfired blue cartridge was on the gastric remnant, the surgeon had to invert that staple line with u-clips to avoid a leak there. The first staple line with tissue was excised. The case was delayed by more than 30 minutes. Pt status was reported as okay.

Manufacturer narrative:
(B) (4). (B) (4).